Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: gastric sleeve. Event description: event date is unknown. Patient received post-op treatment for bleeding after case where eb216 was used. The specific bleeding area was unable to be located, but was controlled by clips. Patient is fine and has been discharged from the hospital. Product is not available for return. Additional information received on 26sep2022 via email from [name], voyant project manager: the patient did not exhibit any vascular pathology. The device was not activated on diseased or inflamed tissue during the initial case. Intervention: bleeding was controlled with clips. Patient status: patient is fine and has been discharged from the hospital.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the bleeding was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: gastric sleeve. Event description: event date is unknown. Patient received post-op treatment for bleeding after case where eb216 was used. The specific bleeding area was unable to be located, but was controlled by clips. Patient is fine and has been discharged from the hospital. Product is not available for return. Additional information received on 26sep2022 via email from [name], voyant project manager: the patient did not exhibit any vascular pathology. The device was not activated on diseased or inflamed tissue during the initial case. Intervention: bleeding was controlled with clips. Patient status: patient is fine and has been discharged from the hospital.